Event description:
It was reported that during the initial implant procedure, loss of capture and high pacing impedance were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of loss of capture and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies.